Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the system fault 191 was a single occurrence and could not be reproduced during in-house testing. There was no fault found with the returned device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault (sf 191) indicating there was a loss of communication with the outlet flow sensor. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs confirmed the reported system fault error message (sf 191). Based on previous investigations of similar complaints and all available evidence, the investigation determined that the reported event was due a faulty outlet flow sensor. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. Resmed reference #: (B)(4).